Event description:
User alleges that when they stopped infusion while using a l-270 warming set, they flushed the tubing; blood ended up into the tubing and they observed water becoming red. That means the blood was mixed with the heating water. No pt injury occurred.

Manufacturer narrative:
Reult - waiting for the return of the disposable along wth additional info concerning this event. A follow up report will be filed upon the completion of the investigation. Per the warnings in the instruction for use: "step 3: confirm integrity of tubing set. The circulating water path will automatically prime when the hotline 2 is turned on. Inspect the pt end of the tubing for leaks to confirm the integrity of the intravenous pathway. If fluid exists at the pt end before connecting to intravenous administration set, remove and replace the warning set."